Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The system pcba was replaced to repair device. Device passed performance inspection and was returned to the customer for use. The system pcba was returned to stryker's product assessment center (pac) for further evaluation. The pac found that y1 on the sbc (single board computer) is faulty and intermittently not outputting a signal to allow system pcba to boot. The cause of the reported issue was determined to be a faulty y1 on the sbc. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.